Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: surgical intervention, early onset seroma. Manufacturer¿s reference number: (B)(4).

Event description:
This complaint is from a literature source. As reported in the literature publication entitled, ¿multifactorial analysis of the surgical outcomes of giant congenital melanocytic nevi: single versus serial tissue expansion¿. It was reported that 5 patients who underwent single-stage tissue expander reconstruction with mentor tissue expander suffered early onset seroma. As a result, the patients underwent surgical intervention. No procedure, patient, or device specific information (including catalog and lot number) was provided in the article. Multiple attempts have been made to obtain additional details regarding this event. However, no additional information has been made available. Should additional information become available, a supplemental report will be submitted.